Event description:
The customer reported diminished tissue vaporization efficiency, at 170,626 joules of use, during a prostate procedure. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of diminished tissue vaporization is not considered reportable issues. Upon analysis of the returned fiber, the fiber's glass cap was found to be fractured distal to the fiber/cap fusion zone; the metal cap was found to have burnt on detritus. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the fractured glass cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.